Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the jaws of vaso view hemopro were coming apart. The p.a. Was able to pull out without any piece coming off the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There wa no non-conformance recorded in the lot history. (B)(4).